Event description:
It was reported that the communicator showed no lights, and the power cord was hot to touch. A boston scientific technical services (ts) provided troubleshooting steps, and the issue was not resolved. No adverse patient effects were reported. The communicator remains in service.